Manufacturer narrative:
Sample collection and storage information were not provided. Controls were run at the start of the day and were within qc specifications. Service was not performed in association with this event. The customer believed that ne/eo miscut occurred for the sample. Raw data analysis has not been completed. The root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high neutrophils (ne%) and erroneously low eosinophils (eo%) results generated by coulter lh750 hematology analyzer for one patient. The instrument did not generate flags, but the erroneous results were not reported out of the laboratory. Higher eo and lower ne results were obtained by manual smear and by alternate instrument, and considered correct. The results are shown in the attached file. There was no death, injury, or change to patient treatment associated with this event.